Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system would not perform the air injection" (no code available). The customer reported that the system would not perform the air injection. The surgeon had to inject air to re-attach the retina. The surgeon also injected silicone oil. The pt will have to undergo a second surgery to remove the silicone oil. No clinical consequences have been observed.

Manufacturer narrative:
The company service rep examined the system and found the manifold assembly nonconforming. The manifold assembly was replaced and sent for in-house eval. Preventive maintenance was performed. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).